Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that catheter had not drained and on investigation nurse found the catheter outside of the patient with a split end. Patient had over 500ml in bladder and required another catheter to be sited, medics alerted, a new catheter inserted, unfortunately device was discarded. As per additional information received via mail on 12feb2026, it was reported that patient catheter found to had come out. Also, balloon did not seem to be on the catheter. Balloon site was split. Date of incident (B)(6) 2025. This was the same known fault as with (B)(6).